Event description:
No longer applicable.

Manufacturer narrative:
Per the investigation this device was not involved in any event/complaint/adverse event. All items need to be removed from the report except for the mandatory fields. Items in d2, h1, and h6 clinical code and device problem codes are not accurate as this device was not involved in any event/complaint/adverse event, but the data is required to submit.

Manufacturer narrative:
(B)(4).

Event description:
Postoperatively during patient use the proximal peg backed out of a lapidus nail.